Event description:
(B)(4) - no capture, apparent lead fracture, threshold unmeasurable., (B)(4) -unmeasurable, atrial oversensing.

Manufacturer narrative:
All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.